Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 02/26/2024. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood were observed on the aortic cutter, loading device, delivery device, and loading device. The aortic cutter was observed to be deployed. The white plunger was observed to be deployed and blood was observed in the delivery tube, indicating an attempt was made to deploy the seal. The seal was observed to be deployed normally with the tension spring remaining in the delivery tube, which is normal. An investigation was conducted on 02/27/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The aortic cutter was observed to be deployed and had a bent needle. The delivery device was returned outside the loading device. The blue slide lock was observed to be off and the white plunger was depressed. Blood was observed inside the delivery tube, indicating an attempt was made to deploy the seal into the aorta. The seal was returned fully deployed from the loading device. The seal was observed to show signs of cracking around the edges. No measurements of the delivery tube were taken due to the presence of blood within the tube. Based on the returned condition of the device and investigation results, the reported failure "activation problem" was not confirmed, however the analyzed failures "crack; seal" and "material twisted/bent; needle" were confirmed. The lot # 3000347244 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an coronary artery bypass procedure, hst iii system (3.8mm) was loaded into delivery device, the aortic cutter was used, the device was attempted to be implanted, but the seal did not come out of the delivery device handle. A finger was placed over the seal and aortotomy. There was very little blood loss and no transfusions were required. Per photo provided by complainant, there is evidence of blood on the aortic cutter and the delivery device and there was no evidence of blood was on the loading device. The white plunger was fully pressed and the seal was in an open state with the anchor and tension spring assembly inside the delivery tube. A new hst iii system (3.8mm) was used to complete the procedure. There was a 5 minute delay. There were no abnormalities in the patient's condition.